Event description:
It was reported that the external pulse generator did not pace appropriately at the lower levels and it was further requested that it receive its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator did not pace appropriately at the lower levels and it was further requested that it receive its annual test and calibration. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the external pulse generator did not pace appropriately at the lower levels. Analysis did find that the upper and lower cases, the side bail covers and the battery drawer were broken, the battery release was contaminated, the battery contacts were compressed, the serial number label was torn and one board connector cable was shifted in the main printed circuit board connector and it was realigned. All affected parts were replaced. (B)(4).